Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.please retract this MDR 2938836-2014-17574. Duplicate report filed on (B)(6) 2014, 2938836-2014-16018.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t wave oversensing due to small r waves was observed. Adding a sense/pace lead was recommended. The lead remains implanted. No further information was available.